Manufacturer narrative:
(B)(4). Device evaluated by MFR. Device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation; however, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.